Event description:
The caller alleged a discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: >7.5, laboratory inr: 2.14. Therapeutic range: 2.0 - 3.0. Testing was performed one right after the other. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the products associated with the complaint were returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned monitor using returned strips did not uncover any deficiencies. The monitor and strips continue to meet specification and no product deficiencies were observed. The manufacturing records for lot# 362444a were reviewed. The lot met specifications and no non-conformances were documented. The monitor retains up to the last four (4) impedance curves. The inr result was not present in the last 4 results; therefore, the impedance curve for customer's inratio result could not be retrieved and analysis could not be performed. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.